Event description:
A report was received that the patient underwent a lead replacement procedure. The lead had open contacts and it was not connecting. The lead, splitter and clik anchor were explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316 serial # (B)(4) description: clik anchor model # sc-3400-30 serial # (B)(4) description: splitter kit, 30cm a returned product analysis for the lead sc-2316-50 #(B)(4) revealed that the complaint was confirmed. Visual (microscope) and photographic inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. The splitter kit sc-3400-30 #(B)(4) exhibits normal device characteristics. The clik anchor sc-4316 #(B)(4) exhibits normal characteristics.